Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009 pt reported he received an a2 (low battery) displayed on the screen and his infusion device was buzzing. Pt stated he tried to confirm the error but the error continued. Pt reported the infusion device then gave a 77 and stayed on that. Had him remove the battery from the infusion device and install a new battery. Pt reported he installed a new battery and the infusion device returned to its normal working condition. Pt stated it had been a while since he had last changed the battery. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On f/u call on (B)(6) 2009, pt reported battery had been in the infusion device for 2 months.